Event description:
It was reported that a malfunction occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was unable to reset the pump due to a lack of charging supplies and intended to call back once the supplies were available to perform the reset. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.